Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and his initial investigation proved the display worked to factory specifications. When the fse removed the rescue unit from the cart and dismounted the display to mount on the rescue unit, the iabp's display went blank and unit alarmed until it was shut down. The fse removed the back cover of the display and discovered the connector for the coiled cable was not fully seated in its connector plug. The fse reseated the connector and ensured proper locking into the connector. The fse reassembled the display and powered on the iabp in normal mode. The display now functions to factory specifications in transport and normal modes. The fse tried to manipulate the coiled cable in many positions and could not simulate the blank screen. The iabp passed all functional and electrical safety tests to factory specifications and was returned to the customer, cleared for clinical use.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient, the screen went black when moving the coiled cable and the iabp made a high pitched noise. The iabp was swapped out and no adverse event occurred.